Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter kinked and subsequently broke. The stent was not deployed. No pt injuries or complications occurred.